Event description:
It was reported that during equipment evaluation, it was observed that the burr attachment device was getting hot and was very loud. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running untrue, was loud and vibrated excessively. It was further observed that the bearings and the collet coupling were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.